Event description:
Customer reported on a bravo capsule which failed to attach. The patient did not have any adverse effect during the procedure.

Manufacturer narrative:
No patient injury has occurred following this incident.